Event description:
A physician reported after implantation of the intraocular lens (iol) implantation procedure, that the postoperative visual acuity had decreased. There was no problem with the refraction value after surgery and the patient's eye condition. There were no plans to replace the iol. Physician requested to check if there was any cause with the iol and requested to be informed other causes. The sample was not available as it still remains in the patient's eye. It was reported that during surgery, anterior capsule staining was performed with trypan blue. A day after surgery paracentesis was performed due to high intraocular pressure. There are four medical device reports associated with this complaint. This report is 2 of 4.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. There are two anterior segment photos in the attachment. The first has a date next to it 11/13. The photograph is of the corneal epithelium with diffuse and coalesced staining across the entire cornea. There is also an edematous appearance to the cornea. The second photograph dated 11/21. This photograph is of the corneal epithelium. This cornea has multiple areas of epithelial defects which are stained and other areas where the epithelium appears ragged and not secure to the basement membrane. There is also an edematous appearance to this cornea. Assuming this is the same cornea approximately 1 week later, there appears to be a breakdown of the corneal epithelium. This can be caused due to inflammation and/or damage to the corneal endothelium. Poorly functioning corneal endothelium can also cause edema within the stroma of the cornea. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).